Manufacturer narrative:
Inspected one opened and used sensor. We found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor reading discrepancies and the insulin pump went into threshold suspend. It was stated that the sensor was reading 50, but blood glucose value was 144 mg/dl at the time of suspend. They were advised about insertion and calibration best practices. The sensor will be returned for analysis.